Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; the keypad had been slow to respond for the past month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 06/06/2013 device evaluation: on examination, the keypad was intact without damage. On testing, all the keypad buttons had intermittent response and required multiple presses to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.